Event description:
On (B) (6) 2010, patient's wife reported the patient has had hyperglycemia for the past 5-6 weeks. Wife and patient were both on the call. Wife reported patient's blood glucose has been in the low 200's mg/dl to the mid 400's mg/dl. Wife stated this typically occurs after a meal. Wife reported the patient will bolus through the infusion device and by injection as a correction. Patient's target blood glucose range is 80-150 mg/dl. Reviewed bolus history. Wife cannot say if bolus history is correct. Wife stated the concern is that boluses are not being delivered correctly and the piston rod is defective. Patient reported the back light on the infusion device works intermittently. Wife states "in the middle of the night he will feel high and give a bolus to cover it." Patient reported he has noticed "the cylinder is not advancing." Patient stated he is getting a lot of e4 (occlusion) errors during basal and bolus delivery. Advised to change the infusion adapter with every 10th cartridge change. Wife and patient report the cartridge chamber and adapter are cleaned with alcohol; patient does this out of habit and is "neat." Advised against using expired product. Wife reported patient just grabs supplies and they are not from the same box or lot. Advised to discard expired product. Wife does not believe expired product is related to concern as there is only one infusion set missing from box. Patient reported insulin cartridges are getting "stuck on the cylinder" half the time. Patient states cartridges are removed properly. Patient uses medical hemostats to remove stuck plungers. Cartridges have been empty and insulin has not spilled in the cartridge chamber. Patient reported he troubleshoots occlusions by changing accessories and states occlusions continue even when all accessories are new. Reviewed causes of occlusions. Advised to switch to backup method of insulin delivery. Product was replaced and requested return of the suspect product for evaluation.